Event description:
They give false lows, and it especially happens at night, overnight, which causes control iq to pause medicine because it thinks I don't need it. Then I go hours without insulin which causes ketones, which if not treated immediately can be severe. Dexcom g6 g7. They are going to kill diabetics. Pt code: 2364. Device code: 2460. Ref report: mw5186085.